Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that when surgeon removed trials form patient's left leg, surgeon noticed the condyle had a crack in it. This was not the fault of any of the implants or instruments. Surgeon remedied crack using cannulated screws.